Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 105 units. Reportedly, the cartridge was filled with 275 units of insulin. Blood glucose level was 550 mg/dl, and was addressed with a manual injection. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.